Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "she had received treatment to her face for tmj without glasses. Since the treatment she has had troubles with distorted vision, her eyes hurt and are hard to keep open, and she has had some spells of dizziness. She sought help from her optometrist but they were unable to give clear answer". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation.